Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was replaced, and this resolved the problem. Cause of the event was the unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. It should be noted that the surgeon selected a longer length lens than that initially suggested by ocos. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.